Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to an atrial arrhythmia with possible rapid ventricular response (rvr). The provided therapy did not convert the rhythm, and a signal artifact monitor (sam) episode was declared. This ICD remains in service. No additional adverse patient effects were reported.